Event description:
It was reported that a patient underwent a unknown procedure on (B)(6) 2022 and suture was used. During the procedure, the needle and thread separated during operation. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was there any patient consequence or injury? Device return status? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/18/2022. Investigational summary: two detached needles and two sutures¿ pieces product code z1013h were returned to ethicon for analysis. Visual inspection and was conducted on the returned device. Upon visual analysis of the returned sample revealed that cracked barrel defect was observed at the swage area of the needles. The barrel hole was examined under 20x magnification and fracture was found. In addition, the suture pieces were examined, and correct insertion marks were observed. As per returned conditions of the sample no functional test was performed. Based on the information currently available, the cracked barrel was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Additional h3 investigation summary: one open box with sixteen packets of product code z1013h was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. In order to evaluate the condition of the returned samples, the packets were opened, and no defects were detected. The swage and attachment area of the needles were examined, and it was observed that one needle was cracked. In another fifteen needles, no anomalies or breakage issues were noted. No needle pull was noted since the suture was still attached to the suture. In addition, a functional test was performed using an instron and the pull force was above the minimum requirements. Based on the information currently available, cracked barrel were identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.